Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer stated that they are changing their infusion sets every day. Customer's blood glucose level at the time 31.9mmol/l. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracks near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.